Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detached, inside the patient. Block h11: correction to block b1, adverse event/product problem field has been updated.

Event description:
It was reported to boston scientific that a tria soft ureteral stent was used during a ureteroscopy laser lithotripsy procedure in the urinary system performed on (B)(6), 2023. During the procedure, it was noticed that the coil part of the stent was bent. The coil part was detached during the process, but it had already been bent before it was put into use. The broken coil of the stent was successfully retrieved using a grasper and the procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. Additional information received on 06sep2023, confirming that they actually did not use a grasper.

Event description:
It was reported to boston scientific that a tria soft ureteral stent was used during a ureteroscopy laser lithotripsy procedure in the urinary system performed on (B)(6) 2023. During the procedure, it was noticed that the coil part of the stent was bent. The coil part was detached during the process, but it had already been bent before it was put into use. The broken coil of the stent was successfully retrieved using a grasper and the procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detached, inside the patient.